Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for not producing the signal was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The device correctly detected vf and delivered an appropriate treatment.

Event description:
A patient was appropriately treated during vf. There was no death or serious injury. The monitor was returned for investigation and did not pass incoming functional testing.